Event description:
A vaxcel PICC line was being placed for therapeutic purposes on an unknown date. During insertion, the peelable sheath peeled correctly on the perforation for a few centimeters before it broke, deviating towards the left. The nurse was able to successfully complete the procedure using her hands. There was no indication from the complainant of any additional adverse affects to the patient as a result of the reported malfunction.

Manufacturer narrative:
This device has not yet been received by this manufacturer; consequently an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.